Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60350 batch # (B)(4). The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro IFU lists implant did not seal (imaging and medication required) as a potential adverse event. Risk review a risk review was completed and confirmed that the event of implant did not seal was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via patient call center. It was reported that device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged on plavix and 81mg aspirin (asa). During the routine 45 day follow up computed tomography (CT) on(B)(6) 2026, imaging showed the closure device covered one lobe of the appendage. The closure device was partially clotted along the proximal third beyond the orifice fabric, but the mid distal device was covered with contrast extending into remaining appendage. There was no hypoattenuation thickening along the left atrial aspect of the closure device to suggest thrombus. The physician switched the patient to xarelto 20mg once daily and made a referral to a structural heart interventional cardiologist. A cardiac CT performed on (B)(6) 2026 noted that there is a large peri device leak. The cardiac CT note did not mention how large the leak was, but notes mentioned that a lobe was left uncovered that measured 18mm wide by 16mm deep. It was further reported that there is a plan on placing a non-boston scientific (bsc) amulet in the uncovered lobe and there was no pre-planning imaging performed before the implant procedure.

Event description:
Reported via patient call center it was reported that device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged on plavix and 81mg aspirin (asa). During the routine 45 day follow up computed tomography (CT) on (B)(6) 2026, imaging showed the closure device covered one lobe of the appendage. The closure device was partially clotted along the proximal third beyond the orifice fabric, but the mid distal device was covered with contrast extending into remaining appendage. There was no hypoattenuation thickening along the left atrial aspect of the closure device to suggest thrombus. The physician switched the patient to xarelto 20mg once daily and made a referral to a structural heart interventional cardiologist. A cardiac CT performed on (B)(6) 2026 noted that there is a large peri device leak. The cardiac CT note did not mention how large the leak was, but notes mentioned that a lobe was left uncovered that measured 18mm wide by 16mm deep.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
Reported via patient call center it was reported that device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged on plavix and 81mg aspirin (asa). During the routine 45 day follow up computed tomography (CT) on (B)(6) 2026, imaging showed the closure device covered one lobe of the appendage. The closure device was partially clotted along the proximal third beyond the orifice fabric, but the mid distal device was covered with contrast extending into remaining appendage. There was no hypoattenuation thickening along the left atrial aspect of the closure device to suggest thrombus. The physician switched the patient to xarelto 20mg once daily and made a referral to a structural heart interventional cardiologist. A cardiac CT performed on (B)(6) 2026 noted that there is a large peri device leak. The cardiac CT note did not mention how large the leak was, but notes mentioned that a lobe was left uncovered that measured 18mm wide by 16mm deep. It was further reported that there is a plan on placing a non-boston scientific (bsc) amulet in the uncovered lobe and there was no pre-planning imaging performed before the implant procedure.